Event description:
It was reported by the customer, the evis exera iii colonovideoscope had leakage at the automatic endoscope reprocessor (aer) connection and presented an e315 error message (no image) when connected to the video. The issue was found at reprocessing prior to a procedure. No patient harm reported. This report is to capture the reportable malfunction of the e315 error message (no image).

Manufacturer narrative:
The device was evaluated, and the reported issue of leakage was confirmed. The e315 error message was not detected. However, a complete loss of image function was identified along with the display on the monitor of the error message b30. An air leak inspection revealed the leakiness of the suction channel. Humidity was found inside the connector, the body control unit, and the insertion part unit. Consequently, the scope underwent a drying process carefully. Moreover, a badly deteriorated and cracked bending section cover adhesive without exposing the thread plus degradation of the gluing around lenses were identified. The degree of angulation in all directions was out of specification. Deposits were detected on the m-plug unit, printed-circuit board, as well as on the c-board unit. The rubber of the switch button one (1) was cut and all the contacts on the switches were noted inoperative after the drying process due to humidity intrusion. The s-cover and the grip unit were found damaged, and the universal cord coating had wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the s-cover and grip was leaked due to physical stress, water invaded the device, and abnormality in electrical components occurred. The event can be detected/prevented by following the instructions for use which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.